Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on clinical details the root cause of the positioning issues was determined to most likely be patient condition. E4 should have been left blank on manufacturer device report 1220648-2024-24502.

Event description:
The complainant reported the patient was on impella cp support. While on support, the impella was unable to pull much volume due to the pump being behind the papillary. Due to patient anatomy, the impella was unable to be removed from behind the papillary. The decision was made to drop impella to p-4 and maintain. Suction alarms resolved with fluid boluses. Patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.